Event description:
Patient was on a precedex drip, at some point the pump stopped infusing without alarming and no indication was given that the device had failed. The dex bag was full despite the fact it had been running for multiple hours. Upon inspecting the drip chamber this rn realized it was not infusing. It is believed the patient started going through withdrawals, becoming agitated and diaphoretic, the pump was changed out and patient recovered. Manufacturer response for IV pump, baxter IV pump (per site reporter) ongoing baxter issue.